Manufacturer narrative:
The investigation determined that higher than expected vitros k+ results were obtained from a single level of non-vitros biorad quality control fluid using vitros k+ slides on a vitros 350 chemistry system. The assignable cause of the event was an atypical calibration curve; however, the cause of the atypical k+ calibration curve is unknown. A user error while reconstituting the calibrator fluids, an instrument issue, or an unknown issue with the calibrator fluids in use cannot be ruled out as potential contributing factors to the event. The same vitros k+ lot was recalibrated using an alternate set of calibrator fluids and acceptable vitros k+ performance was achieved.

Event description:
A customer complained that higher than expected vitros k+ results were obtained from a single level of non-vitros biorad quality control fluid using vitros k+ slides on a vitros 350 chemistry system. Biorad level 1: 4.26 and 4.03 mmol/l vs. Expected 2.60 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were run for vitros k+ while quality control results were outside of expected ranges. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).